Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete entry for section a1 - patient identifier: (B)(6).

Event description:
The customer observed a falsely elevated alinity I free t4 result generated on an alinity I processing module, (B)(6), for one patient. Sid (B)(6) initial result = 1.46 ng/dl, repeat result = 1.06 ng/dl. New sample was run on another alinity I, (B)(6): initial result = 1.13 ng/dl, repeat result = 1.09 ng/dl. The sample was repeated on another alinity I, (B)(6), generating a result of 1.16 ng/dl and repeated on another alinity I, (B)(6), generating a result of 1.13 ng/dl. (Customer reference range: 0.75 to 1.22 ng/dl). There was no impact to patient management.